Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump not working correctly. The insulin pump makes a grinding noise when loading the insulin, also had problems with the sensors not working for seven days. We replace the sensor after three or less days four times in the last two months. Customer had to replace the sensors every time, but the pump seems to be the problem because the new sensors was still having problems lasting seven days. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with motor noise during testing, problem isolated to motor assembly. Device received with pillowing keypad overlay, faded/stained/peeling serial number label and scratched case. (B)(4).